Event description:
It was reported that 37 bd slip tip syringes with the bd precisonglide¿ needle hubs broke and fluid leaked out. The following information was provided by the initial reporter: "syringe hub broken and fluid leakage."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 37 bd slip tip syringes with the bd precisonglide¿ needle hubs broke and fluid leaked out. The following information was provided by the initial reporter: "syringe hub broken and fluid leakage."

Manufacturer narrative:
H6: investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 37 bd slip tip syringes with the bd precisonglide¿ needle hubs broke and fluid leaked out. The following information was provided by the initial reporter: "syringe hub broken and fluid leakage".

Event description:
It was reported that 37 bd slip tip syringes with the bd precisonglide¿ needle hubs broke and fluid leaked out. The following information was provided by the initial reporter: "syringe hub broken and fluid leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-mar-2022. H.6. Investigation: thirty-three samples were received by our quality team for evaluation. One actual sample was received in open packaging and thirty-two representative samples were received in sealed packaging. From the actual sample, the syringe tip was observed to be bent and no fluid leakage was observed. The actual sample was subjected to leakage testing and passed. The representative samples were subjected to visual inspection and leakage testing. From the representative samples received, no bent tip was observed, and the samples passed the leakage testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team performed investigation at the syringe production line to identify the likely root cause which could lead to the reported defects. After review, no station was identified that could cause the tip to bend, therefore, the root cause cannot be identified.